Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm power loss. Customer's blood glucose was 140 mg/dl. Customer received alarm after battery ws out of the device less than 10 minutes. The customer was advised that the internal backup battery could not be charged. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and self test. No unexpected power loss alarm noted. However, the insulin pump was received with cracked reservoir tube lip, scratched case and minor scratched lcd window.